Manufacturer narrative:
The field service engineer (fse) checked the instrument and identified a misaligned sample needle in the washing/drying section. The sample needle was replaced and realigned. Following the fse intervention, no further issues were observed. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable creatinine plus ver.2 result for three samples from the same patient tested on a cobas c 303 analytical unit. Sample 1: the initial result was 3.89 mg/dl. The repeat result was 0.964 mg/dl. The test was repeated as the doctor questioned the result. Sample 2: the result was 0.930 mg/dl. Sample 3: the result was 0.947 mg/dl. The repeat and samples 2 and 3 results were deemed correct.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.